Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose (bg) level was "high", although a specific value was not provided. The pump was reset, the malfunction code was cleared, and a bolus via the pump was given to address the elevated bg. The customer continued to use the pump for insulin therapy.